Event description:
Surgeon reported bacterial infection. Also report of polyethlene wear.

Manufacturer narrative:
Examination of the returned glenoid component confirms extensive poly wear after four years implantation. Review of the glenoid device history records, material certifications, sterilization records, and ri certifications finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The other reported devices were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The patient was implanted (B)(6) 2008 and explanted in (B)(6) 2012. It is not likely the devices contributed to the patients reported infection four years after implantation. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.